Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump required 44 units to complete the fill tubing step of the load process. The customer experienced the issue a second time, requiring over 40 units to fill the tubing. The customer removed each cartridge during priming, reloaded the cartridge, then disconnected and reconnected the luer lock. Subsequently, drops were observed exiting the tubing. The customer's blood glucose level was 200 mg/dl.